Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited far r wave over-sensing leading to inappropriate mode switches and competitive atrial pacing. Programming changes were made. Patient condition was stable.